Event description:
Defective acetabular component. Pt has had pain and a sensation of popping, snapping and a clonking in her left hip for approx the past eight months. She was seen by the orthopedic surgeon and was referred for second opinion and evaluation. On 5/10/94 she had a revision of the left total hip. Operative procedure: revision of acetabular component and femoral head left total hip arthroplasty.